Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atm (atmospheres) without issue. A vacuum was then applied. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was kinked at approximately 20mm proximal of the guidewire port. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, 10x2.0mm, target lesion was located in the moderately tortuous left circumflex artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, 10x2.0mm, target lesion was located in the moderately tortuous left circumflex artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.